Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the arteriovenous fistula. A 3.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient had challenging anatomy.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket/510(k) #: k103751, k110122. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied to the device, and the balloon was inflated to its rated burst pressure of 24 atmospheres with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink approximately 30mm distal from the distal end of the strain relief. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter address, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the arteriovenous fistula. A 3.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the arteriovenous fistula. A 3.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient had challenging anatomy.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. B5. Describe event or problem: added information, based on additional information good faith effort attempts were made to try and retrieve additional details regarding the initial reporter address, but further information was unable to be obtained.